Manufacturer narrative:
The device is undergoing an evaluation but has not yet been completed.

Event description:
Alleged system lock up. The investigation is in process.

Manufacturer narrative:
This supplemental report which is being re-submitted per FDA's request as the original supplemental MDR (MFR#3009498591-2016-00159) submitted in 2016 did not go through correctly. Correction: correct the brand name of the device (see section d1). Additional information: additional event information (see section b5), update the device available for evaluation (see section d10), provide additional initial reporter information (see section e1,e2,e3), update the manufacturer's contact information (see section g1), provide the PMA/510(k) information (see section g5), update device evaluated by manufacturer (see section h3), and provide evaluation codes (see section h6), provide additional manufacturer narrative (see section h10). The device referenced in this report was not returned to siemens for evaluation; therefore, the investigation of the device could not be performed and the cause of the reported phenomenon could not be conclusively determined.

Event description:
This is a supplemental report which is being re-submitted per FDA's request as the original supplemental MDR (MFR#3009498591-2016-00159) submitted in 2016 did not go through correctly. Additional information was received and it was reported that during an ob-gyn examination, the touchscreen blanked out and the exam was unable to be completed. The sonographer had to flip the circuit breaker to restart the system; however, the system would not respond. Since the images were deemed to be lost on the first system, the exam was repeated and completed on another system. There was a 20 minutes delay for the system to boot up. There was no patient or user injury reported. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation (see d10), update the follow-up type (see h2), update the device evaluated by manufacturer (see section h3), update the event problem and evaluation codes (see h6)on h6), and provide the investigation results. The root cause of the issue is inconclusive. We were not been able to reproduce this in-house during development, verification, and clinical testing. The logs provided were not complete (missing all syngo logs). The applevent log has several windows errors, indicating the system would need to be re-imaged, or a potential bad hard disk. There is not interim or final solution to be offered.